Event description:
Customer reported via phone, the insulin pump had been alarming no delivery while giving a bolus. Customer stated for the last seven years, her blood glucose has been higher than normal it use to go as high as 300 or 400 mg/dl but never went up to the 500 or 600 mg/dl range. Issues has been reoccurring in the last two or three days. She is a brittle diabetic. Customer's blood glucose was in the 500 mg/dl when the alarm occurred. Customer was unable to troubleshoot for the alarm as it had been resolved by the customer with a complete set change. Troubleshooting was performed for high blood glucose. Current blood glucose was 45 mg/dl and it was normal for her to be low. High pressure was performed and the device, no anomaly was noted during troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.